Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine at an unknown concentration at a dose of 20 mg/day, dilaudid at an unknown concentration at a dose of 4 mg/day, and morphine at an unknown concentration at a dose of 19 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was flipping from day one. The patient stated if she hit it with a thumb ring or every time she sat down, it flipped. The patient stated that the pump was very superficial. Shortly after the patient had to go in and do a revision because of it flipping forward on the first pump, but it was kept in the same spot. The pump was replaced due to normal battery depletion. The event date was stated as (B)(6) 2007. The patient stated that she has had 28 surgeries. The patient stated that they were not all related to the pump. The patient¿s knees started to dislocate when they were 8 years old. The patient had both artificial knees, rods, screws, and cages in her back. There were no further complications reported or anticipated.